Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used in a patient for less than one day. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump did not reveal any defects. Functional testing revealed that the blood pump yielded its required pump performance. Additionally, the movement of the membrane and the valves functioned as design. For further evaluation of the membranes, the pump was disassembled. A puncture-like impression was observed on the outer surface of the blood layer of the triple layer membrane. The impression was located directly opposite the de-airing port and corresponded in appearance to the shape and size of the de-airing cannula tip. The individual layers of the triple layer membrane were tested for leakages and no defects were present. In all probability, the impression on the blood-side layer occurred during the de-airing of the blood pump due to a high pressure stroke movement. However, this could not have resulted in incomplete ejection of the blood pump. No defects could be detected. During testing by manufacturer, the functional pump performance and pumping behavior met its required specification. The cause of the reported incomplete ejection of the blood pump cannot be determined.

Event description:
The clinic performed a cannula exit-site revision on a patient supported by excor vad system in lvad configuration. This event necessitated a pump change. Berlin heart inc. Clinical affairs (ca) was present during this procedure. Following the exchange, it was observed that the new blood pump exhibited incomplete ejection. No issues had occurred during the implantation of the blood pump or clinically with the patient. Furthermore, no obstruction or kinking along the aortic cannula was seen. Adjustment of the parameters on the stationary driving unit, ikus, did not result in any improvement. Ca recommended an exchange of the affected blood pump. The exchange of the affected blood pump was performed by trained personnel at the clinic without complications. The second pump was able to fill and eject completely, with no issues. The patient was not negatively affected by this incident and did not suffer any untoward effects.